Manufacturer narrative:
Initial reporter name: (B)(6). The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that this is an incident where a device was placed for hemostasis after prostate surgery but was spontaneously removed. It appears the foley catheter balloon portion burst, leading to spontaneous removal. Per follow up information received on 20jan2026, stated that the catheter came out on its own, and upon inspection, it appeared that the balloon had ruptured.